Event description:
Info rec'd from a hosp based optometrist. A pt was complaining of acute pain in the right eye. The pt was examined in the ER and found to have a corneal ulcer that measured less than 1mm in the right eye. The location was described as mid-peripheral, inferior to the pupil. The ulcer was determined to be serious and the pt was admitted to the hosp. The ulcer was culture positive. The pt was treated in the hosp for 5 days with bensopenicillin eye drops and exocin eye drops. When the pt was released from the hosp, the visual acuity was 6/5 in the right eye. The treating optometrist said that the pt reported he was instructed by his eye care professional to wear each pair 1 day acuvue lenses for 10 days, using a multipurpose solution each night following removal. The pt also reported that he swam while wearing his lenses the previous week. Product not available for eval.

Manufacturer narrative:
Device labeling single use or reuse.